Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a wagner cone prosthesis, 125, uncemented, 13, taper 12/14 on (B)(6) 2016 on the left side. As the exact date of implantation is unknown, the last day of the reported month was taken as implantation date. A revision surgery is planned due to breakage of the device. Additional information has been requested and is currently not available.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. No further information has been received. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Review of event description: it was reported that a patient had a wagner cone prosthesis implanted on march 31, 2016 and is planned for a revision surgery due to breakage. It is also reported that instability was noted. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Fracture of implant due to general corrosion (crevice, pitting, galvanic) => possible: as the device was not returned, no product investigation can be made. Fracture of implant due to wrong indication (e.g. Bone quality, etc.) => possible: no surgical report or x-rays received. Fracture of bone, implant due to too much press fit => possible: no surgical report or x-rays received. Fracture of implant due to damage of stem during implantation => possible: no surgical report or x-rays received. Fracture of implant due to wrong selection of ball heads due to unknown compatibility list => possible: only the wagner cone stem was reported. Fracture of implant due to patient disregards limits of the device ( e.g. Contact sports, high activity, weight,¿) => possible: no detailed patient information was received. Conclusion summary : neither x-rays, operative notes, office visit notes, nor devices or photos of the implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality and relevant medical history are unknown. It is only known that the patient weight is more than 100 kg. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).